Manufacturer narrative:
One battery pca was returned for failure analysis. Based on visual inspection, the reported problem was verified in the lab. J1 pin 1 was bent and making contact with pin 2, creating an electrical short connection.

Event description:
It was reported to philips that the device needed services and it was noted there was an issue with the battery pins. The customer also indicated they would like the gray knob and bed rail hook replaced; however, the customer has not reported any functionality loss due to the observed wear, thus no investigation associated with these parts is needed. The device was not in use on a patient; as indicated by the initial reporter answering the safety questions during service order initiation.